Manufacturer narrative:
Country: (B)(6). PMA/510(k)#: class I exempt. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an indication of hernia discal in need of c3-c4/c4-c5 anterior cervical arthrodesis, approached from the right side in spinal therapy. It was reported that after placing the instrument, the vertebral distraction was performed. After a few minutes maintaining this dis traction, the instrumental broke. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.